Event description:
It was reported that the patient's inflatable penile prosthesis failed in (B)(6) 2019. The pump would not fill and was not locked. The physician suspected a leak. A revision surgery had not been scheduled yet.